Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that since (B)(6) 2017 the patient has been in a lot of pain and couldn't walk. They stated they could not put any weight on the right leg and when the right leg was extended they would experience an overstimulation. The patient was not certain which of their two ins devices was implanted for their legs. They also noted one of the patient's arms doesn't work so the patient could not find the ins in their back that was implanted for their legs. They were redirected to the doctor.